Event description:
(B)(6) was notified of a potentially reportable complaint involving a product for which (B)(6) is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer (B)(6) stretcher, serial number (B)(6) that had brakes that would not remain engaged. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).